Event description:
The pts pharmicist reported the pt received strips coded 465, but the code key was labeled 435. The pharmacists reports the pt had trouble with the meter, details not known, and ended up in the hosp, details unk. Technical support requested the return of the suspect product and replacement product was shipped.